Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10 complaint conclusion: as reported, the atraumatic tip of a 6f/7f mynx control vascular closure device (vcd) was torn. Anticipating vessel damage upon entry into the bloodstream, the product was not used. The procedure was completed with manual compression. There was no reported patient injury. The device was inspected prior to use. As per the operator's observation, they noted the torn atraumatic tip compared to other mynx used. The component did not separate into two or more pieces. As the atraumatic tip appeared slightly torn, the operator refrained from using it due to concerns about potentially injuring the vessels. Excessive force was not used to insert the device into the 7f sheath. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 7f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity. There was mild presence of calcium in the vicinity of the puncture site. The mynx vcd was used in an interventional coil procedure with a retrograde approach. The deployer¿s mynx certified. The patient does not have a history of infectious diseases. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynx control vcd 6f/7f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed. The syringe and the procedural sheath were not received for evaluation and the stopcock was observed in the closed position. In addition, the balloon was found fully deflated. Also, the sealant was found in its manufactured position, fully covered by the sealant sleeves. The sealant sleeves were observed kinked/bent. In addition, no damages or frayed/split/torn conditions were noted to the atraumatic tip. Per dimensional analysis, the balloon catheter profile distal from the balloon was verified, and the result was found within specification. Per microscopic analysis, visual inspection at high magnification showed that the sealant was found in its manufactured position, fully covered by the sealant sleeves. The sealant sleeves were observed kinked/bent. In addition, no damages or frayed/split/torn were noted in the atraumatic tip. The reported event of ¿atraumatic tip-frayed/split/torn¿ was not confirmed through analysis of the returned device since there were no damages/anomalies observed to the atraumatic tip. The exact cause of the issue experienced by the customer could not be conclusively determined during the analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced since there were no damages or anomalies noted to the atraumatic tip. However, the since sealant sleeves assembly was found kinked/bent, this could have been the condition experienced by the customer when referring to the atraumatic tip. In this case, procedural/handling factors and/or procedural sheath conditions (which was not returned for analysis) likely resulted in the damaged noted to the device. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the atraumatic tip of a 6/7f mynx control vascular closure device (vcd) was torn. Anticipating vessel damage upon entry into the bloodstream, the product was not used. The procedure was completed with manual compression. There was no reported patient injury. The device was inspected prior to use. As per the operator's observation, they noted the torn atraumatic tip compared to other mynx used. The component did not separate into two or more pieces. As the atraumatic tip appeared slightly torn, the operator refrained from using it due to concerns about potentially injuring the vessels. Excessive force was not used to insert the device into the 7f sheath. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 7f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity. There was mild presence of calcium in the vicinity of the puncture site. The mynx vcd was used in an interventional coil procedure with a retrograde approach. The deployer¿s mynx certified. The patient does not have a history of infectious diseases. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.